Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Medical device problem code: 2993 adverse event without identified device or use problem. Medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction which occurred six days after the sensor had been inserted in the abdomen. The patient developed a rash, redness, and inflammation under the sensor patch and extending beyond the patch perimeter. The patient had an itching sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the reaction was treated with an unspecified prescription oral medication. No additional event or patient information is available.